Event description:
It was reported that the device would obtain a specimen during a liver biopsy. There were six attempts taken to obtain sample. A new device was used, and there were no problems. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info received, the results of the investigation are inconclusive and the root cause is unk.